Event description:
The patient came in due to signs of infection and the pathogen was unknown. About 3 weeks after the primary surgery, the surgeon performed a washout and revised poly and medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 march 2023. Lot 2214399: (B)(4) items manufactured and released on 21-sep-2022. Expiration date: 2027-sep-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.